Event description:
Spontaneous call, pt's father calling sn (B)(4) pump is giving service error. Therapy not interrupted. They have back up pump. No other info known. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver. Strength: 10mg/ml, dose or amount: 152nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.